Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 37 mg/dl. The customer had no symptoms provided for the low readings. The customer stated the low blood glucose does not affect them until they are below 30 mg/dl. Customer also mentioned sensor reading was erratic, sensor glucose was 81 mg/dl when the blood glucose was low. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.